Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis. On an unreported date, the patient was treated with vancomycin intraperitoneally (ip), (dosage, duration and frequency not reported) and gentamycin ip (dosage, duration and frequency not reported) for peritonitis. At the time of this report, it was unknown if the patient had recovered from peritonitis. As the patient did not respond to the antibiotic therapy, the pd catheter was removed a day after the receipt of this report. The patient was switched to hemodialysis on an unknown date. Additional information was requested but was not available at this time.